Event description:
The device was used during an unspecified laparoscopic procedure. Reportedly, the trocar lacerated the iliac artery. The hospital was unwilling to provide any further info on how the surgeon corrected this condition.